Manufacturer narrative:
No general product failure is identified. No biased result was reported to physician. The patient was not harmed. (B)(4).

Event description:
A customer reported about what was described as an isolated event of camera misread for abo rh typing. The customer reported that on (B)(6) 2020, they had tested a patient sample for abo forward typing on their ortho vision mts analyser and they had obtained a discrepant positive (1+ reaction strength) result in the anti-a column of the test cassette. The customer reported that their analyser flagged the result with 'nrd' and the gel card was brought to the review rack for user review. The customer reported that under visual review they graded the anti-a well as negative. The anti-a column result was then manually modified from 1+ to negative, and the patient was graded as group o rh positive. The customer then retested the same patient sample for abo forward grouping and confirmed the patient sample as group o rh positive. The customer sent images through e-conn. The customer is cleaning the imaging system and is repeating testing and agreed to call back to provide update. Data collected and documentation indicates that performing recommended maintenance procedure imaging system cleaning described in the ortho vision as per request task maintenance tab is expected to resolve the concern or customer has agreed to call back. The customer reported that a biased result was nit reported to a physician. The customer reported that the patient was not harmed.